Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer attempted to recover the drawer; however, an error message was displayed stating, requires maintenance, please contact technical support. The customer reported that the station was powered off and unplugged, the power cord was left disconnected for a few minutes and then reconnected before powering the station back on. Despite these actions, the drawer could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failing and could not be recovered. The field service engineer (fse) found that the latch mechanism on the full height matrix drawer had been malfunctioning. The latch would engage a few times, but afterward it was unable to grab, bouncing off the rear and remaining open. The fse replaced several components related to the latch mechanism; however, the issue persisted, with the latch continuing to bounce off the rear and failing to stay closed. The drawer was determined to have failed due to the latch mechanism. The fse repaired and readjusted the latch to ensure proper clearance for opening and closing. It was identified that there had been binding between the drawer block and the latch roller. The latch had been readjusted and repaired a few days earlier, and the follow up was successful. The system functioned after the field service engineer repaired the device.